Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a dentist to our local affiliate (B)(4). This case involves a female pt (age nos) who received poly-l-lactic acid (sculptra) 7ml (5-6water, 1-2ml lidocaine) for filler starting in (B)(6) 2008. The pt was using poly-l-lactic acid for 4-5 months at 6 week intervals. Relevant medical history includes factor ii deficiency. Concomitant medications were not reported. On the fourth time, on an unk date, the pt started getting lumps under the skin. Poly-l-lactic was discontinued in (B)(6) 2008. The lumps on the right side of her face have gone and the lumps on the left side have localized. The pt has never bruised and she has been told to massage the area for two weeks. The reported did not have a casual assessment. (B)(4). Add'l f/u info received on 03-dec-08: (B)(4) results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.